Event description:
Bone hook broke during trial implant portion of surgery and decision was made by surgeon to intentionally leave piece behind to prevent further damage. FDA safety report ID #:(B)(4).